Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and presented on (B)(6) 2019 with superior corneal ulcer with adjacent corneal abrasion in patient's left eye (os). Patient's chief complaint was of burning sensation. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient reported the symptoms are not interfering with daily activities. Patient symptoms were resolved on (B)(6) 2019. On (B)(6) 2019, physician indicated that patient had a photorefractive keratectomy (prk) enhancement (on (B)(6) 2019) with a subsequent infiltrate. Symptoms and vision have greatly improved on last follow-up ((B)(6) 2019). Patient was referred to a local corneal specialist for potential cultures. Steroid and antibiotics were modified. As of (B)(6) 2019, patient was able to see the majority of the 20/20 line. Further improvement is expected with full healing. No surgical intervention was required. Bcva from (B)(6) 2000, right eye pre-op was 20/20 -7.75 x -1.75 x 10 and left eye pre-op was 20/20 -8.00 x -1.50 x 169. Bcva from (B)(6) 2019, right eye post-op was 20/20 .00 x -1.00 x 174 and left eye post-op was 20/25 .00 x -1.00 x 171.